Manufacturer narrative:
Follow-up # 1 ¿ (08/23/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/14/2013 and 8/19/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 05/22/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 1x in the morning and his results are usually around ¿120-165 mg/dl.¿ the patient manages his diabetes with lantus insulin (97 units 2x daily). The alleged issue began on the morning of (B)(6) 2013. The patient obtained a blood glucose result of ¿141 mg/dl¿ with the subject meter. The patient administered self 70 units insulin because that was the amount left in his insulin pen. After, the patient went to the kitchen and ate a small meal. Shortly after that, the patient claimed he felt dizzy and was sweating. The patient retested his blood glucose and obtained a blood glucose result ¿less than 20 mg/dl¿ with the subject meter. The patient¿s wife gave him jam and 1 ½ glucose tablets as treatment. The patient reportedly felt better shortly after; however, he still took a nap for a few hours due to fatigue. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution for quality control testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.